Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, the pump became hot while the pump was charging. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and a follow up regarding the issue.